Event description:
It was reported by the patient that they went to their endocrinologist and was diagnosed with a skin infection. For treatment, the patient was prescribed antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.